Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the "occlusion" signal kept lighting up during irrigation and aspiration of viscoelastic removal at the end of the case. The product did work well during the phaco portion of the procedure. Additional information and product sample have been requested for evaluation. No updates have been received at this time.

Manufacturer narrative:
A product sample was received for evaluation. A device history record ( DHR) for the reported lot was conducted and shows that the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no occlusion was found during visual inspection or testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).